Event description:
A report was received that the patient's pocket site wound had pus but the physician confirmed that it was not infected. The physician explanted the patient's ipg due to poor wound healing at the pocket site. The physician believed that the event was a typical side effect after the surgery. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.